Event description:
The surgeon at the hospital performed a revision surgery. The abg ii prothesis had to be changed because the pt had allergy to chrome and cobalt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00358.